Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Pending revision- loose glenoid with infection. The case report form indicates the event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to aseptic glenoid loosening. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the glenoid loosening reported was likely the result of infection, which damaged the bond of the implant to the bone.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the glenoid loosening reported was likely the result of infection, which damaged the bond of the implant to the bone.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to aseptic glenoid loosening. This event report was received through clinical data collection activities..